Manufacturer narrative:
(B)(4). Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. Pump was received with a partially broken battery tube threads and a cracked case behind the pump near the battery tube compartment. Pump was received with a missing retainer, missing reservoir tube o ring and broken reservoir tube lip. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o ring and broken reservoir tube lip.

Event description:
The customer reported that the customer was hospitalized for unknown reason on an unknown date. It was reported that the battery compartment of insulin pump was cracked. The customer stated that they were hospitalized due to car accident. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.